Event description:
It was reported that the user experienced an insulin occlusion on an infusion set with contact detach, which resolved after a supply change; the pump still indicated approximately 80 units of insulin available, and troubleshooting and education were completed with guidance to change supplies. Investigation of this case revealed an occlusion of insulin flow associated with the infusion set that resolved upon replacement, consistent with a transient line or site obstruction without device malfunction. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health, no hospitalization, and restoration of insulin delivery after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable occlusion likely related to the infusion set or insertion site.